Manufacturer narrative:
Correciton/removal numbers: 1627487-05242011-002-r, 1627487-12192011-003-r. This ipg serial number was included in a field correction and field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-02074. It was reported the pt experiences pocket heating while charging his ipg. He reported if he charges for more than an hour his skin gets red and he feels a burning sensation at the ipg site. The sjm rep advised the pt of charging precautions and a new charging system was sent to the pt. Follow-up indicated the pt did not experience the issues with the new charger. On 08/01/2012, st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.